Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient experienced two infusion sites that were described as ineffective, including one infusion set associated with elevated continuous glucose monitoring readings indicating inadequate insulin delivery. There was a patient involvement with no harm.